Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, it was found out that the left ventricular (lv) lead had no capture at maximum output. The lv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.